Event description:
A revision surgery was performed due to device migration following patient fall 2-3 months post index surgery. The patient fall increased the existing spondylolisthesis, putting the nerve root in contact with the cage. Investigation of the event found no evidence of device failure, malfunction, or manufacturing defect that caused or contributed to this event. The device was repositioned intra-operatively. The patient condition is reported as "good" post-revision.